Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. Customer declined vent repair and informed that vent will be retired. Covidien service engineer (se) was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.